Manufacturer narrative:
The actual device was not available; however, three photographs were provided for evaluation. A photograph inspection with naked eye noted a dark curly line in one photograph. It was not determined where the line was found during photograph inspection. The reported condition was verified. The cause of the condition could not be determined. The remaining two photographs revealed the product packaging; no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had foreign material "possibly hair" that was enclosed in the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.